Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak from the dxh 800 instrument when troubleshooting a blood sampling valve (bsv) exceeding operating limit for air/diluent voltage ratio error. The fse reported that a very small volume of fluid leaked and the leak was contained within the instrument. There was no injury or exposure reported for this event. The fse evaluated the instrument and found a leak from the base of the syringe block valve 461. Fluid dripped on the bsv blood detector resulting in a voltage shift on the dxh 800 instrument. The fse replaced the syringe block vl461 to resolve the leak and the blood detector to resolve the blood detector errors. The fse also replaced the syringe block vl462 and the needle as preventative maintenance. Failure mode of the leak is attributed to a loose tubing at the base of the syringe block vl461; fluid dripped onto the bsv blood detector causing the instrument to generate blood detector errors. (B)(4).

Event description:
The customer reported failing red blood cell (rbc) background limits from the unicel dxh 800 coulter cellular analysis system after running startup cycle. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.